Event description:
It was reported that guide wire detachment occurred. A 182cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during removal of the guide, it was noted that a piece of the device had detached and remained in the artery. The lesion was non-passable. The procedure was completed by surgical approach. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: unit returned with its original box. The unit returned has tip damage, as part of overall visual revision. The device has its distal tip kinked and peeled off. The middle and proximal sections of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire detachment occurred. A 182 cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during removal of the guide, it was noted that a piece of the device had detached and remained in the artery. The lesion was non-passable. The procedure was completed by surgical approach. No further patient complications were reported.